Manufacturer narrative:
A partial lead with the lead tip measuring 45.1cm was returned for analysis. Externalized conductors due to internal insulation abrasion were found at 8.5-12.6cm from the distal tip. External insulation abrasion was found at 37.0-37.4cm from the distal tip consistent with lead friction to the ICD can. The re and svc conductors etfe coating was intact at both locations.

Event description:
It was reported that the patient presented in-clinic for follow-up. Externalized conductors were noted via diagnostic imaging. All electrical measurements were normal. Lead was explanted and replaced.

Manufacturer narrative:
(B)(4): device evaluation anticipated but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.